Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency and urge incontinence. Patient stated that she thinks the left lead wire has come loose. She is currently evaluating the right side and she has told her clinician about this issue. There were no further symptoms or complications reported or anticipated.